Event description:
Initial result for a patient hcg was 0.186 miu/ml. When repeated, the result was 2029 miu/ml. No treatment was received based on the incorrect result. The field service representative found the sr and sipper probes were out of adjustment and repaired the instrument by adjusting the probes.